Event description:
Through returned product investigation, lifescan became aware that some of the test strips from the test strip lot subject to this report might produce inaccurately low blood glucose results when testing in blood glucose levels equal to or higher than 250 mg/dl. The reson for this inaccuracy is adhesive overlapping the insulation window of the test strip. The customer complaints of inaccuracy on this lot did not exhibit a trend different than the general test strip lots. However, lifescan observed the issue during the detailed investigation of the returned test strips. This issue has not led to any adverse events. The co is addressing the issue and implementing corrective action.